Event description:
It was reported to covidien in 2008 that a customer had an issue with a sharps disposal container. The customer states that an unsupervised child placed his hand into a partially full sharps container and received multiple needle stick pokes. The container was reported to be resting on the edge of a very low counter top in a room in the clinic (approximately 2.5 feet high) and the child was sitting in a chair beside the container while two doctors were performing a treatment for the adult patient, the child reached over and stuck his hand into the open lid of the container.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.